Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer is calling to report that the bolus advisor is not recommending a correction bolus. Bolus advisor does provide carb bolus recommendations. Customer advised this has been constantly occurring for the past 4 days. Advisor shows 0.0 units active insulin. On the call, the customer received 296 mg/dl on the connect meter and the (B)(4) recommended 0.0 units for a correction. Customer is using (B)(4). No adverse event. No products will be returned since investigation needs to be done on the app and not a physical product.